Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after transseptal puncture, advance the faradrive sheath into the left atrium, withdraw the versacross wire, and insert the catheter into the sheath. Subsequently, when the catheter reaches the midpoint within the sheath, attempting to evacuate air results in continuous air drawback. The air bubbles were seen in the flushing port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it has been discarded in facility. It was further reported a pump (terumo terufusion pump 28model) was used for the irrigation of sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after transseptal puncture, advance the faradrive sheath into the left atrium, withdraw the vcw, and insert the catheter into the sheath. Subsequently, when the catheter reaches the midpoint within the sheath, attempting to evacuate air results in continuous air drawback. The air bubbles were seen in the flushing port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it has been discarded in facility.